Manufacturer narrative:
(B)(4). Batch # m91p43. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four clips with gap and four conforming clips. In addition the device locked out as intended. No jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure the device jammed, as stated on the note left with the device. It is unknown how the procedure was completed. No patient consequences were reported.